Event description:
Same case as #2134265-2009-00908, 00909. It was reported that pt complications occurred. Three taxus express2 drug eluting stents were implanted and the pt "developed some complication", however what complication was not specified. Multiple attempts to obtain additional info have been unsuccessful. No further info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.